Manufacturer narrative:
The device was received for evaluation. During functional testing, an 'system error 345' was not reproduced. A review of the event history log revealed 'system error 345' messages. Aa device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream thermistor. The downstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.